Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol soft mesh (device #3) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. There is no information in regards to the additional surgery. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol soft mesh (device #3). An additional emdr was submitted to represent the bard/davol 3dmaxlight (device #2). An additional emdr was submitted to represent the bard/davol 3dmaxlight (device #1). Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013:the patient underwent surgery for implant of an unspecified bard/davol 3dmax light mesh (2) (device #1 and device #2). On (B)(6) 2017: the patient underwent surgery for implant of an unspecified bard/davol soft mesh (device #3). The patient had subsequent surgical intervention due to the hernia mesh device(s) (device #1,device #2 and device #3). The patient is making a claim for an adverse patient outcome against the 3dmax light mesh (device #1 and device #2) and soft mesh (device #3). The attorney alleges patient experienced emotional distress and the devices were defective.